Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 12/21/2023 to 06/10/2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 20-jul-2023. There was no data available to verify no delivery alarm/insulin flow blocked alarm and pump error(s)/alarm(s) noted 2 days prior to the event date 20-jul-2023 in the formatted history file. In further full review of the pump history/traces on the (primary) event date of 08-apr-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 08-apr-2024 listed on smartsolve. Dailytotalcollectionstarttime = 04/08/2024 00:00:00.000. Dailytotalofallinsulindelivered = 47.975. Dailytotalofbasalinsulindelivered = 37.975. Dailytotalofbolusinsulindelivered = 10. 04/08/2024 16:39:38.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 10. Bolusamountdelivered = 10. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 08-apr-2024 in the formatted history file. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the (primary) event date of 08-apr-2024. However, no delivery alarm/insulin flow blocked alarm was found on: 06/01/2024 20:59:16.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 06/01/2024 21:15:56.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump was received with the original battery cap with a broken 1 heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and was admitted in hospital. It was also found that the customer received insulin flow block alarm. Troubleshooting was not performed. The event involved product(s) mmt-332a, mmt-397a, mmt-1780kl. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer used the smartguard/ auto mode feature of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump. No product return is required for mmt-1780kl.